Manufacturer narrative:
A) the user did not send the IV sets to the manufacturer for evaluation. B) the complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00151_complaint (B)(4)) on 10/28/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported " we received several boxes of the filtered tubing, that is horrible. Every infusion that we use this tubing, it always comes up with an error on the pump and there is so much air in the line that we have to re-prime the tubing, we are wasting a lot of medication." "Air is getting into the set from an unknown location. A patient was involved but not harmed."